Manufacturer narrative:
. Imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was attempted to be used in the lower bile duct during a sphincterotomy procedure performed on (B)(6) 2025. During the procedure, the cutting wire of the sphincterotome split during the sphincterotomy. It was also reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result after this event.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was attempted to be used in the lower bile duct during a sphincterotomy procedure performed on (B)(6) 2025. During the procedure, the cutting wire of the sphincterotome split during the sphincterotomy. It was also reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result after this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: the returned dreamtome rx 44 was analyzed, and visual inspection found that the cutting wire was blackened, kinked and broken from the proximal pierce hole. No other device problems were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was kinked and broken. The physical damage to the device could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bent the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.